Event description:
Customer reported the passport 2 monitor's had no ECG, spo2 and co2 waveforms when esd is used in the operating room. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the power supply, ac cord and cables.